Event description:
It was reported a bilateral hip revision surgery due to hip pain, mechanical symptoms, possible metallosis and gray tissue surrounding implant.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using part and batch numbers in search of similar recurring reports for the instruments during their lifetimes. No other complaints were identified for the cup. Similar complaints have been identified for the head. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The patient had a longstanding history of recurrent dislocations with closed reductions performed under anesthesia, both right bhr tha, and revision tha. There are no primary implantation op report or x-ray reports provided. However, it is stated in the 2nd revision operative report that the patient ¿had told multiple members that she had been noncompliant with her postoperative restrictions.¿ further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.